Event description:
It was reported that the procedure was to treat a de novo lesion located in an unspecified coronary artery. The 3.0x12 mm nc tenku balloon catheter was being used for post-dilatation after stenting; however, the balloon ruptured during the first inflation around 12 atmospheres for 5 seconds. There was no resistance felt during advancement of the balloon catheter to the lesion site. A new balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.